Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12733; 2938836-2019-12734. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was acute cardiorespiratory arrest.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device passed all ate tests. Analysis was normal. No anomalies were found.